Manufacturer narrative:
G4: 18nov2020. B4: 19apr2021. The authorized service engineer (ase) replaced the front bezel nav-ring assembly. The unit passed testing successfully. G4: 15apr2021. B4: 19apr2021. Parts were received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020. .

Event description:
The customer reported that the nav-ring does not work. The customer contacted product support and requested for service repair. The customer would like it replaced. The customer reported that the unit was not in use on a patient.